Manufacturer narrative:
Patient information was unavailable from the site. The initial report occurred on 09/16/2014 but was not reported to a medtronic representative until 09/17/2014. Medtronic investigation of returned suspect device finds that as reported, the tip of the instrument is severely twisted. The reported event was confirmed to be caused by physical damage of the instrument tip. Replacement device shipped to site for issue resolution.

Event description:
A site representative reported that while in a spinal fusion procedure the lumbar probe tip instrument became twisted. The surgery continued by using a different instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The actual patient weight was (B)(6) which was rounded down to (B)(6) in the field due to character limitations.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.